Manufacturer narrative:
Device passed displacement, and self tests; it failed active measurement current test drawing > 1 ampere. After taking the electrical board 1 + electrical board 2 out and sticking them into another case, after disconnecting electrical board 2 from electrical board 1, and after disconnecting the internal battery, the unit was still drawing a high amount of current with electrical board 1 connected only. The high source of current seems to be isolated to electrical board 1. As for software error detected, it did not occur during testing; however, it is confirmed in the pump history files due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error software error detected. Customer blood glucose level was unknown. Customer was unable to clear the alarm. The device will be returned for analysis.